Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 410 mg/dl. The customer stated that the buttons had to press multiple times. Customer was treated with insulin syringes. Customer experienced blood glucose level of 280, 240, 248 mg/dl. Customer stated that the time was advancing. Customer declined troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2 or lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.